Manufacturer narrative:
This report is for the right device. The left device will be captured in a subsequent report, and will contain this report #. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had recent complaints of pain in left leg. It was noted that the patient was on long term pain rx, but the patient stated that the pain in their left leg was from their implant. The patient stated that they get spasms and "can feel rectal bellows" especially when lying down. The nurse practitioner (np) from the office checked the implant in (B)(6) 2021 and again (B)(6) 2021 and noted that they had impedances showing 'case plus 0,1,2,3 greater than 4000' and longevity 73-96 months on the right side, and 'zero plus 1, 2 and 1 <(>&<)> 2 electrodes greater than 4000' and longevity only 28-48 months on left side. The n.p. Noted that they had tried different programs and amplitudes were always around 1.0 or less. On (B)(6) 2021 the n.p. Reprogrammed bilaterally around any high impedance combinations, and the patient felt both in lower buttocks.